Event description:
It was reported that during the preparation for a stenting treatment procedure, stent damage was noted. The cath tech noted that when he removed the 4.0x28mm ion stent from the hoop during preparation, he ran his fingers over the stent and felt a strut sticking up. The procedure was completed with another of the same device. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during the preparation for a stenting treatment procedure, stent damage was noted. The cath tech noted that when he removed the 4.0x28mm ion stent from the hoop during preparation, he ran his fingers over the stent and felt a strut sticking up. The procedure was completed with another of the same device. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was received with the balloon tightly folded and the stent positioned between the markerbands. One strut in the first row on the distal end of the stent was lifted. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).